Event description:
The customer was hospitalized for high bgs and dka. Troubleshooting was performed. The insulin concentration, programming, and histories on the pump were accurate. In addition a fixed prime test was completed and the insulin exited. The customer left the clamp at home and would call back to perform the high-pressure test.